Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced dysuria, urinary frequency, urinary urgency, infection, nocturia, urinary leakage; blood joss, excessive tearing, adhesions, pelvic organ prolapse, defecatory dysfunction, mixed urinary incontinence, large thinning/weakness of the vaginal apex, enterocele/sigmoidocele (prolapse), redundant rectum, fecal incontinence with passage of mucous, rectal prolapse, cystitis, back pain, hypertension, narcotic use, kidney stones, urinary tract infections, foreshortened vagina, scarring, flank pain, leukocytes/white blood cells/bacteria/lactobacillus in urine, yeast (fungal) infection/vulvovaginal candidiasis, bladder infection, nocturia, rash, sweats, decreased sex drive, joint pain, low back pain, muscle cramps, granulation tissue, vaginal bulge, lesions, abnormal touch sensation, tremors, urethritis, bladder pain, indigestion/heartburn, atrophic vaginal tissue, reduced pelvic floor contraction strength, difficulty emptying bladder, overactive bladder, elevated post-void residual (urinary retention), urethral pain/erythema, discomfort, non surgical and additional surgical interventions.

Manufacturer narrative:
H10: corrected data: b3: date of event.

Event description:
There have been no allegations of deficiency or serious injury against this device.

Manufacturer narrative:
H10. Additional: g4, g7, h2. H11. Corrected data: b5.